Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) was moving under the patient's skin. The icm remains in use. The patient was reported to be enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.